Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective motherboard and a defective hvps (printed circuit) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that his olympus hf generator unit was producing an e433 error code and power cycling on its own. According to the initial reporter, this event occurred during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the footswitch was found broken. The top case had material deformation present. Paint was flaking off the unit in several locations as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.